Event description:
It was reported that during insertion of the iab, difficulty was encountered due to a very tortuous iliac and aorta. The iab was removed and replaced using a "push and pull" method. There were no pt complications.